Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Medical device report #(B)(4) received stating: patient was s/p successful tavr when md started to deploy perclose to right femoral artery for closure of 14fr sheath access, the perclose failed; there was significant bleeding. Manual pressure was held while md placed endoprosthetic stent to the right femoral artery emergently. The patient was transferred to cvicu in stable condition additional information received. It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement procedure. An unspecified deployment failure occurred with the proglide device. Manual compression was given to control the bleeding until the stent could be placed. No additional information was provided.